Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulator is no longer working for about 3 years. Patient stated the last time he met with medtronic representative (B)(6) in (B)(6) and he embarrassed him and he haven't been back since. Patient reported he want to have the device removed or fixed. Patient stated when he needs an MRI they turn him away. Patient stated his urologist is dr (B)(6), his primary caregiver is dr (B)(6) and pain management hcp is dr (B)(6). Patient services specialist reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Patient service reviewed reps role and provided nas number for hcp to call. Additional information received from the healthcare provider reported that the pt's device is 'non functional' and is not 'holding a charge' and the caller wanted to reach local rep to meet with pt. Tss reviewed likely overdischarge scenario. Caller notes she saw the pt two days ago and the pt informed caller that caller needs to reach mdt to reach local rep. The reason for call was patient stated the implanted neurostimulation has not worked in 4 years. Patient stated he had it checked in nashville and the healthcare provider said that the battery may be in sleep mode. When patient got there to the visit the representative put his charger on it and it started charging for about an hour and then it died again. Patient tried to put his own recharger on it for 8 hours and it would not work patient stated he never went back to that healthcare provider again. Patient service specialist is sending a message to the local field representative about patient call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.